Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that wire detached occurred. The target lesion was located in the posterior tibial artery lesion. A v-14? Control wire? Guidewire was selected for use. During the procedure, the tip of the wire detached. The wire was removed and a new wire was used to complete the procedure. There were no patient complications reported as a result of this event.